Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of femur. During the surgery, when the impactor was turned right after inserting the blade, it was not turned at all and the blade was not locked, and the impactor stuck to a sleeve. Eventually, the impactor and the sleeve were disassembled, but the impactor and the blade could not be disassembled. There was no surgical delay. It was unknown if the surgery completed successfully. No further information is available. Concomitant device reported: unk insertion instrument part# unknown; lot# unknown; quantity: 1). Unk nails: pfna ll. Unk - end caps: pfna 11. Unk- screws: nail distal locking. This complaint involves three(3) devices. This report is for (1) impactor f/pfna blade. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a product investigation was conducted. Visual analysis of the returned sample revealed that impactor f/pfna blade was stuck in the pfna-ii blade l95 tan. No other defects were found with impactor f/pfna blade. The dimensional inspection was not performed for the impactor f/pfna blade as it's not pertaining to complaint condition. The functional test cannot be performed as the impactor was stuck in the pfna blade. The observed unable to disassemble condition of the components is consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for impactor f/pfna blade. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.